Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, complaint form, screenshot and log files has been sent and analyzed by technical support. The root cause of failure is the defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Exact root cause under investigation. The o2 pressure is between 3,49-4,84 bar. As a resolution the inspiration block needs to be exchanged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 has repeated alarm 388 *no o2 dosing possible and 271 "o2 supply fail-no o2 dosing possible. Fio2 monitoring dropped. The customer confirmed that there was no patient involvement reported from this event.